Event description:
Boston scientific received information that this pacemaker displayed low pacing lead impedance at 180 ohms for the rv lead. Oversensed noise resulted to pacing inhibition was also noted but did not lead to greater than two seconds asystole. The patient has been complaining of dizziness. Fluoroscopic evaluation showed no abnormalities. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.